Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited no optical picture and intermittently scope communication error. The event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.